Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming testing) was confirmed. The monitor was able to power up but was unable to respond to pressed response buttons due to heavy contamination. Additionally, the contamination on j1002bb & j1003bb components on the defibrillation board was causing intermittent failures. The monitor was unable to perform detect and treat testing the root cause for the contamination was ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.